Manufacturer narrative:
Medical records have been requested and have been received by the manufacturer. Numerous requests have been made with no results. If the medical records become available, a supplemental report will be filed with the results of the clinical investigation. The device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained to date. An investigation of the products delivered to the customer for the product were reviewed and a serial number was not able to be determined. All device history records (DHR) are reviewed and released according to the DHR checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming.

Event description:
A peritoneal dialysis (pd) called into technical support for an unrelated issue. During the call the patient stated he was recovering from an infection. During follow-up, the patient reported he had peritonitis due to touch contamination. The patient's pd nurse also reported the patient's culture came back positive on (B)(6) 2015 with coagulase negative staphylococci and the patient was administered gentamycin and vancomycin.